Event description:
Pacemaker failure with syncope-resulting in blunt trauma, fractured ribs. Device was implanted on 10/31/95 and explanted on 6/10/96. Another co's ventricular lead was implanted on 9/19/84 and capped on 6/10/96. New pacemaker generator and ventricular lead inserted on 6/10/96.